Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during left heart catheterization (lhc) via right radial approach (rra) it was noted that the valve was leaking. The procedure was completed without issue. Sheath size used was a 6fr. The estimated blood loss was less than 250cc's. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 17 jan 2024: patient condition was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).